Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment regarding the external pulse generator's (epg) display. It was indicated that the display's flextape wiring was out of specification electrically. It was also indicated that the upper and lower case were broken, one side bail cover was broken, and one was contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the rapid atrial pacing display of the external pulse generator (epg) was not working. The epg was returned for service. No patient complications have been reported as a result of this event.